Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving an error message on their freestyle flash meter. Customer reported symptoms of increased thirst, fatigue and a increased heart rate. Customer was taken to the doctor, where he was diagnosed with diabetic ketoacidosis. The treatment to stabilize blood sugar is unk. There was no report of death or permanent impairment associated with this event.